Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The device battery voltage was 2.631 volts on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the right atrial (ra) lead had high thresholds and chronic low impedance. The ra lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.